Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device was "getting hot and stopped functioning." The device was being used during a spine case. The customer changed the equipment and completed the case. There were no injuries or medical intervention reported. There was no additional information provided.